Manufacturer narrative:
Investigation of the returned control pc board did not reproduce the reported problem. The control pc board was tested in a reference ventilator. Pre-use check succeeded and test ventilation was performed without any deficiency noted. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs but could not be reproduced during the investigation. The cause of the reported failure has not been established. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during the usage of device, the ventilation stopped and the device gave alarms for disabled valves and open safety valve. There was no patient harm. Manufacturer ref. #: (B)(4).